Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed an episode of noise through fibrillation detection. The device did not deliver a shock for the observed noise. Noise could not be reproduced by arm movements. No intervention was decided for the time being. The patient condition is good.